Event description:
Reference number: (B)(4).

Manufacturer narrative:
According to the statement from life cycle engineering on 2019-11-11 the most probable root cause for the message "belt slip" is as follows: a damaged foil is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Meanwhile a similar incident was already investigated in complaint (B)(4) for the error message s-stop with the following outcome: the device under test (dut) was visually inspected. No damaged or missing components were detected. The dut was assembled in an lce rpm test device. The device was powered by a hl20 machine with a power-supply-only extension cable. The service terminal was monitored. Upon startup, the pump head ran at maximum speed in the counter clock direction, an alarm was triggered and the error message ¿err. S-stop¿ was displayed. In the service terminal report the safety-stop test was registered as failed; therefore, the startup routine wasn¿t completed successfully. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 was found to be defective and exchanged with a functioning one. The dut was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. The cause of this damage can be related to a voltage transient or a statistical failure. Thus the reported failure "belt slip and s-stop" could be confirmed. The most probable root cause of the error message s-stop is a defective power mosfet (transistor t1). The cause of this damage can be related to a voltage transient or a statistical failure the reported failure "beltslip and s-stop" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician was onsite to investigate the device in question. The technician confirmed the error message "beltslip" and replaced the tacho strobe foil. After then the device displayed the error message "s-stop". The field service technician replaced the motor control board with sn .(B)(4). To perform further investigation in our life cycle engineering laboratory, a RMA for return of defective motor control board has been started. A supplemental medwatch will be submitted after new information has been received.

Event description:
In (B)(6) it was reported that the hl20 rpm had the error message "beltslip". When a getinge field service technician was onsite and replaced the defective tacho strobe foil the device displayed the error message "s-stop". No patient harm was stated. (B)(4).